Event description:
It was reported a male patient came in for a second treatment with a urethral bulking implant. During the re-treatment, the doctor found exposed bulking material from the previous treatment inside the patient's bladder. The physician removed the material and continued with the second treatment. The patient was unaware of this occurrence and had not reported experiencing any complications since the first injection. This patient had received another implant of a different type prior to receiving this material. No additional information or further complications were reported.